Manufacturer narrative:
(B)(4). The complaint iw930 mobile infant warmer was not returned to fisher & paykel healthcare (f&p) for investigation. The customer reported that an iw930 cosycot infant warmer has a discoloured harness connector. Without the complaint device, it is not possible to conclusively determine the cause of the reported discoloration. The upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations on similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head in conjunction with the normal aging of the heating element parts. It should be noted that the subject infant warmer is over 10 years old. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A hospital in north carolina reported that an iw930 cosycot infant warmer has a discoloured harness connector. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint iw930 cosycot infant warmer is currently en route to fisher & paykel healthcare (f&p) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer has a discoloured harness connector. There was no reported patient involvement.